Event description:
"S/p b subgl infra 310cc memes for augmentation does not decrease in size. No h/o trauma with r probable closed capsulotomy some mild local discomfort. Otherwise healthy. B leaking breast implants."